Event description:
It was reported that console issued error 58 (self test process failure (one of the tests completed with fail status)) and 188 (cooling system error-cooling flow switch error) and would not clear. The procedure was not completed due to this event. There was no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
D3 manufacturer email: (B)(4).

Manufacturer narrative:
D3 manufacturer email: moshe.barenboym@bsci.com.

Event description:
It was reported that console issued error 58 (self test process failure (one of the tests completed with fail status)) and 188 (cooling system error-cooling flow switch error) and would not clear. There was no patient involved. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of aborted/cancelled procedure, since there was no patient involved.